Event description:
Additional information: litigation papers allege the following concerning her right side: the patient suffered from a number of different complaints including hip pain especially when she walked and aching and severe soreness going down into her thigh. The patient had difficulty with gait and difficulty with certain movements like bending over. Exploration during her revision surgery revealed a staining of the fluid with a metal tingeing of fluid and a bursa filled with blood on the right side that appeared to be old blood on the lateral aspect of the right hip. The acetabular component was similarly loose on the right side and metal staining of the synovium was detected indicative of metallosis.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Patient was revised due to elevated metal ion levels and fluid mass in the troc area.